Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed aspiration errors on the architect i1000sr analyzer. A patient sample tested with the tsh assay generated no results with an aspiration error. The sample retested at 0.09 miu/ml with no error. The sample was retested again to verify the low result and a higher result of 0.97 miu/ml was generated. The sample was tested again due to the discrepancy and the result was close to 0.97 miu/ml which was reported out of the laboratory. The result was not questioned by the physician. No adverse impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Accuracy testing was completed using lot number 71277ui00. The testing met acceptance criteria and therefore the lot performs as expected. Based on the available information, no product deficiency of architect tsh reagent lot number 71277ui00 was identified.